Event description:
It was reported by service report that the footend lift was going into trend when the bed was raised several times. Additionally, the lift was stuck at mid-height.

Manufacturer narrative:
Head and foot lift power cables were on the wrong connectors of the motherboard.